Manufacturer narrative:
The device was received with both case and plunger assembly and cracked and chipped out on both front corners of top case and battery door. The history report showed motor rate error. The device was tested using an occlusion test. During testing the motor rate error was found during occlusion test. It was noted motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. The root cause was normal wear, m54686 was manufactured in 2008. The tech replaced motor assembly, worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had a motor rate error. No patient injury reported.